Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint from the customer was confirmed. It was further found that the motor was corroded and there was a short circuit in the motor cable. Also the resistance value of the hand control set was out of specifications and the keypad assembly wasn't responding properly. The output values of the high pot test were also out of range. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the motor. The ingress may also have damaged the motor cable, resulting in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective hand control set. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that prior to an unspecified surgical procedure, it was observed that the micro tornado hp w hand control had a defective protective cap. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint from the customer was confirmed. It was further found that the motor was corroded and there was a short circuit in the motor cable. Also the resistance value of the handcontrol set was out of specifications and the keypad assembly wasn't responding properly. The output values of the high pot test were also out of range. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the motor. The ingress may also have damaged the motor cable, resulting in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number: (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).